Event description:
Reported by the patient as a leak in the band. Study does not indicate a leak. The doctor believes the lap-band system has a slow leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 27/jun/07. The product associated with this report remains implanted and has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to a taper I. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."